Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient was experiencing uncomfortable stimulation as a result of lead migration. The positioning of the ipg was implicated in the lead migration. Surgical intervention was undertaken on (B)(6)2023 in which the lead and ipg were repositioned in order to create a strain relief loop to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: health effect - impact code corrected from device revision or replacement to device repositioning.